Event description:
A report was received 11/2002 from a doctor who had implanted a memorylens in a patient's left eye, which lens has opacified. The patient has a pre-existing medical history of diabetes and dry eye. At exam in 2002, the patient's visual acuity was 20/30 os. The doctor is planning on explanting and replacing the lens at some point in the future.